Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part: 04.210.116s; lot: l002902; manufacturing site: selzach; supplier: früh verpackungstechnik ag; release to warehouse date: may 31, 2016; expiry date: may 01, 2026 a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Non sterile part 04.210.116 / h031108 was manufactured in monument manufacturing location: supplier ¿ mark two engineering / inspected, packaged and released by: monument; release to warehouse date: may 11, 2016; part: 04.210.116, 2.4mm ti va locking screw stardrive 16mm; lot: h031108 (non-sterile); lot quantity: 240 work order traveler met all inspection acceptance criteria. Inspection sheet, incoming final inspection met all inspection acceptance criteria. Certificate of compliance supplied by mark two engineering was reviewed and determined to be conforming. Packaging label log lppf was reviewed and determined to be conforming. Component part(s) reviewed: part: 21015, tialnbri4.00; lot: 9955088; lot quantity: 525 lbs. Certified test report supplied by perryman company was reviewed and determined to be conforming. Lot summary report met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Initial reporter health professional; initial reporter occupation: reporter is vigilance officer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event year reported as 2016; however exact date of postoperative screw pull out is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2016, the patient underwent revision surgery of the scar for the left wrist plate. From the very beginning of the surgery, mobility of the wrist was discovered which indicated a failure of the past osteosynthesis performed on (B)(6) 2016. A scopy face and profile indicated by x-rays, a diaphyseal locking screw breakage and diaphyseal cortex screw pullout. All fragments were removed from the patient and new osteosynthesis performed. The surgery was successfully completed without any surgical delay. Patient status is unknown. Concomitant medical products reported; unknown plate (part# unknown, lot# unknown, quantity 1). This report is for one (1) 2.4mm ti va locking screw. This is report 2 of 2 for complaint (B)(4).